Manufacturer narrative:
(B)(6).

Event description:
It was reported that a recently implanted device showed post-paced t wave oversensing that evening. All programmed setting will remain the same. The patient will be monitored.